Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an assurant cobalt to treat a non calcified and severely tortuous subclavian artery exhibiting (B)(4) stenosis with stenosis proximal to the target lesion. No difficulty removing the protective sheath from the device. The device was prepped and inspected with no issues noted. During the procedure and attempted delivery of the stent, resistance was noted when passing the lesion due to tortuosity. Although a 0.035¿ guide wire was used via the brachial approach, a severely tortuous site was present proximal to the lesion. It was reported that the non mdt sheath used was not long enough and stent implantation was performed without crossing the sheath over the lesion. It was reported that the stent almost dislodged from the pre-mounted balloon and slid proximal but remained on the delivery system. It was reported that the sheath not being long enough and attempting stent implant without crossing the sheath over the lesion may have attributed to the event. The stent was removed out of the patient¿s body on the delivery system and the patient had no adverse effects. The stent was replaced with a smaller non-mdt stent to complete the procedure.